Event description:
Patient was revised to address tibial subsidence and osteolysis. Loosening of the tibial tray at the cement/bone interface was also reported; however, competitor cement was used at the time of original implantation.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted device confirmed unanticipated wear. The investigation found evidence of third body debris introduced into the joint space. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The root cause of the tibial insert wear is being attributed to third body debris being introduced into the joint space contributing to accelerated wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.